Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was alarming and turned off. The nurse had added water to the device because it alerted that it was empty. The patient's temperature was 32.5c, with a target temperature of 33c, a water temperature of 23.9c and a flow rate of 3.6lpm. The patient had a bladder probe in place. The event log revealed an alarm 14 (patient temp probe out of range) and an alarm 5 (water reservoir empty). The nurse checked the connection of the temperature cable to make sure it was secure and the connection was secure. The nurse had added water without emptying the pads. She then drained 500ml from the right drain port and changed the temperature cable. The device was put into manual control and the target temperature was set to 40c. The water quickly heated. T1 and t2 temps rose accordingly, t4= 6c. The manual control was then disabled and therapy was resumed. After several hours, the device started alarming again. At that point they swapped the patient to a second arctic sun device and changed the patient's foley probe. The second device displayed an alert 1 (patient line open). The nurse did a disconnect and reconnect of the pads, holding only the blue tubing. The flow rate stabilized at 2.8lpm and therapy was resumed. It was later reported that the patient had expired. The nurse reported that the death was due to the patient's condition and did not allege the death against the device. The patient¿s reported death was an incidental element of the patient¿s medical history and was unrelated to the reason for the complaint. There was no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was alarming and turned off. The nurse had added water to the device because it alerted that it was empty. The patient's temperature was 32.5c, with a target temperature of 33c, a water temperature of 23.9c and a flow rate of 3.6lpm. The patient had a bladder probe in place. The event log revealed an alarm 14 (patient temp probe out of range) and an alarm 5 (water reservoir empty). The nurse checked the connection of the temperature cable to make sure it was secure and the connection was secure. The nurse had added water without emptying the pads. She then drained 500ml from the right drain port and changed the temperature cable. The device was put into manual control and the target temperature was set to 40c. The water quickly heated. T1 and t2 temps rose accordingly, t4= 6c. The manual control was then disabled and therapy was resumed. After several hours, the device started alarming again. At that point they swapped the patient to a second arctic sun device and changed the patient's foley probe. The second device displayed an alert 1 (patient line open). The nurse did a disconnect and reconnect of the pads, holding only the blue tubing. The flow rate stabilized at 2.8lpm and therapy was resumed. It was later reported that the patient had expired. The nurse reported that the death was due to the patient's condition and did not allege the death against the device. The patient¿s reported death was an incidental element of the patient¿s medical history and was unrelated to the reason for the complaint. There was no indication, report or allegation that the device malfunction was related to the patient's death.